Event description:
A malfunction was reported on the customer's pump. The issue caused the customer's blood glucose level to display as "high," indicating it exceeded 500 mg/dl (27.7 mmol/l). The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided reset information for the malfunction, but the customer was unable to complete the reset due to the absence of a charging cable. The customer declined follow-up from technical support and will contact them when ready to reset the pump. Customer did call back, cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur.